Event description:
The patient reported experiencing scarring on the legs due to pod wear. To address this issue, the patient now rotates the pod site. Additionally, the patient's blood glucose level reached above 20 mmol/l (360 mg/dl) while the pod was worn between 5 and 24 hours. The pod detached from the infusion site (back) while swimming, causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the scarring and dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.